Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise leading to inappropriate inhibition and extra cardiac stimulation. Noise was reproducible through isometrics. Insulation damage was also suspected on the lead. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.